Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch ping meter was giving the error 2 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (05/12/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: error message 2 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.